Manufacturer narrative:
(B)(4). The returned complaint device passed visual inspection. The receiver data log was reviewed and no errors were found. Global receiver functional testing was performed and no failures related to the customer complaint were observed. The device passed the manual sound drop test. The reported faults could not be reproduced. The customer complaint could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.